Event description:
After the catheter shaft had been manipulated, the right hypotube broke. The patient was submitted to an angioplasty in the left anterior descending (lad) artery. The vessel was highly calcified. Because of the calcification, the physician experienced difficulty placing the stent in the lesion. After the catheter shaft had been manipulated, the rigid hypotube broke. The product was removed from the patient. There was no separation of the device. There was no injury reported to the patient. As per the (B)(4), no further information will be provided.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.